Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("my left coil had went straight thru the tube and embedded in my wall, had to dig it out") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"). The patient was treated with surgery. Essure was removed. At the time of the report, the embedded device outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, embedded device, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issues defined. Therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporters, new event embedded device added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil had went straight thru the tube and embedded in my wall, had to dig it out') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"), was found to have weight increased ("I gaine tons") and underwent tooth extraction ("front tooth had to be pulled also have a half tooth surgically removed"). The patient was treated with surgery (essure removal and essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and tooth extraction outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, embedded device, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth extraction and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil had went straight thru the tube and embedded in my wall, had to dig it out') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"), was found to have weight increased ("I gaine tons") and underwent tooth extraction ("front tooth had to be pulled also have a half tooth surgically removed"). The patient was treated with surgery (essure removal and essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and tooth extraction outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, embedded device, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth extraction and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issues defined. Therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- tooth extraction, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil had went straight thru the tube and embedded in my wall, had to dig it out') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss") and was found to have weight increased ("I gaine tons"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the embedded device outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, embedded device, menorrhagia, migraine, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issues defined. Therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporter added, new event added-weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.